Event description:
It was reported that during an uneventful intraocular lens (iol) implantation one haptic stuck to the optic and wouldn¿t unfold. During the attempt to unfold the haptic a capsular tear, vitreous loss and transient increased iop occurred. The lens was explanted, and an iol implanted in the sulcus after performing an anterior vitrctomy. At 2 days postoperative patient's eye pressure was normal and visual acuity was 0.4.

Manufacturer narrative:
The lens was received and inspected under 10x magnification. The optic showed signs of handling, both haptics were unfolded. As a result of additional reports received for haptics adhering to the lens optic after insertion, abbott medical optics initiated a voluntary limited recall of the amo tecnis 1-piece intraocular lens with certain expiration dates.